Event description:
It was reported that, after a conversion from bhr to bhr-tha had been performed in or around 2011, the patient experienced unspecified symptoms that made necessary an additional intervention on (B)(6) 2022. During this revision surgery, the 50mm bhr hemi head and the 56/50 mm bhr acetabular cup were explanted and replaced with an oxinium femoral head and a competitor¿s acetabular shell and plastic liner. The patient¿s outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
It was reported that the patient experienced unspecified symptoms that required a revision surgery. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device batch number was provided for investigation for the acetabular cup, a manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. Without a definitive batch number, a complete review of the historical complaints data cannot be performed. A review of historical complaints data was performed using the part number and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints were identified for the acetabular cup, this will continue to be monitored. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint from a clinical perspective. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.